Manufacturer narrative:
System analysis/service repair on june 02, 2014: the reported "system won¿t move from welcome screen" issue could not be reproduced but was determined to be either from top cover or master control board. The top cover and master control board were replaced; the laser was calibrated. The detectors were set and laser calibrated. The laser system was tested and verified to meet manufacturer¿s specifications. The top cover was replaced and received at ams on july 17, 2014. The master control board was replaced and received at ams on july 21, 2014.

Event description:
It was reported that during a prostate procedure, the laser wouldn't advance from the welcome screen. The error occurred before the start of the procedure. The procedure was canceled. Patient was under anesthesia. There was no patient injury reported; however, the manufacturer is filing this as device malfunction for non-completion of case.